Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Further review of the calibration reports indicated a possible reagent handling issue such as swapping of the internal standard bottles (1 and 2). It was confirmed the issue was resolved after recalibration.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise/na+, k+, cl- ise/sodium, potassium, chloride results for an unknown number of patient samples. In the morning, the qc results for many photometric assays were too low. The customer replaced "cleaner 1" and repeated qc which was ok so they started testing patient samples. That afternoon, they were contacted by a doctor who found the results for all his patients were very high. All the samples from that day were retested on the other cobas 6000 and the results were 5-7 mmol/l lower. No specific patient data was provided. Results for 60 patients were recalled. No patients were adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The customer found that during the day, the internal standard (is) had changed from the current bottle to a standby bottle, but results from both bottles were high. The customer changed the ise diluent, calibrated, and ran qc which was fine. It was suspected the issue was due to some kind of contamination of the ise diluent. Review of the provided calibration reports indicated the issue was most probably due to the internal standard being open too long.